Event description:
Since 2016 I have been dealing with breast pain. I had breast implants placed in 2013. I have already reached out to three doctors and all of them think that the only solution to make the pain go away is to get the implants out. Besides the pain I also feel fatigue. I had a breast infection in 2018 which my pcp couldn't find no other reason besides the implants. My breast implants are from mentor. I also did other exams that didn't show any anomalies: ultrasound, MRI, mammogram. FDA safety report ID # (B)(4).